Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. Visual inspection revealed a broken light pipe on the front of the device and a broken chassis on the bottom of the device. An internal inspection of the device was conducted and the unit was confirmed to have broken solder joints on the power supply u5 on the system board which causes the device to lose power intermittently when the battery is insufficiently charged.

Event description:
It was reported that the ac input module is loose causing intermittent power. The customer also states that the corner light pipe is missing. Also, the customer indicates that there is wear and tear damage to the case caused by the customer's cleaning solution. No consequences or impact to patient.